Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a luer hub crack was confirmed by the photo, which shows a brown luer connector attached to a syringe. The crack extends from the luer connector threads to the middle of the hub. As no sample was returned for analysis, a complete visual inspection to determine the cause of the damage could not be performed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "initially it flushed fine but suddenly the brown port cracked and started leaking.". The patient had no harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "initially it flushed fine but suddenly the brown port cracked and started leaking.". The patient had no harm or injury.